Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient complained of discomfort and tightness in the area where the extension was in her neck. This began eight weeks post-operatively. She saw her managing hcp and was referred to the implant hcp. The hcp palpated the area and felt fibrous tissue around the extension area. The hcp opened the area in the patient's neck where the extensions were leading down the right side and dissected in five places to dissect out the white fibrous tissue surrounding the extensions. The hcp sent a small piece of this tissue to pathology for all possible tests. The results indicated there was no infection and it was a fibrous scar. The issue was resolving as of (B)(6) 2016. No hardware or implants were removed or replaced. An electrode impedance check was ok on both sides. The patient's indications for use were parkinson's dual and movement disorders.